Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transaortic tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 (s3) valve in the native aortic position. During the tavr procedure, there was difficulty crossing the native annulus with the 29mm certitude delivery system (ds) due to poor coaxiality of the devices. In response, the 21f certitude sheath was pushed, which caused the s3 valve to move toward the nose tip of the sheath. The devices (sheath, ds and valve) were removed to avoid insufficient dilation of the s3 valve. It was then that the patient's blood pressure dropped due to the access site bleeding, and an extracorporeal membrane oxygenation (ECMO) was implemented. The bleeding was due to replacing the devices and not because of the anatomical damage. A new kit was opened and a 29mm s3 valve was implanted. A ventricular tachycardia then occurred, and defibrillation was executed four times. While the rhythm returned to sinus, an implantable percutaneous left ventricular assist device (impella) was implemented as the cardiac function was still poor. The patient left the operating room with the ECMO and impella activated.

Manufacturer narrative:
Per the instructions for use (IFU), hemorrhage and bleeding requiring transfusion or intervention are known potential adverse events associated with the tavr procedure. Most access related bleeding complications are related to diseased vessels and/or procedural techniques during the insertion or removal of the sheath and/or dilators. There are cases where the bleeding is significant and more complex intervention or transfusion is required to treat/prevent a permanent injury from occurring. In these elderly patients, the ascending aorta may be soft and fragile, requiring a careful evaluation of the quality of the aortic wall area where the purse string sutures will be placed (free of calcium for at least 1 square cm). Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation findings suggest that procedural factors (device exchange during transaortic approach procedure) in combination with patient factors (B)(6) year-old patient) caused or contributed to the access site bleeding resulting in patient decompensation (hemodynamic instability and ventricular fibrillation). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the japan tavi registry. Sections b2, b4, b7, d4, d6, g3, g6, h1, h2 and h4 have been updated. Addition to section b5.

Event description:
Additional information provided per japan tavi registry indicating the patient passed away on postoperative day 1 due to low output syndrome.